Event description:
It was reported that the left ventricular (lv) lead dislodged while slitting. The dislodgement was attributed to the patient's coronary sinus anatomy. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).